Event description:
The pt was fitted with a lap-band over 2 years ago. The pt then became pregnant. The device was left in the pt but the port disconnected. The pt returned to the hospital to have the port re-attached. As the surgeon tried to fill the surgeon noticed the saline was leaking from a hole. The surgeon is unsure whether this hole originated from the previous implantation, is a manufacturing problem, or has just occurred. The access port was removed and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the event has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." The lap-band system is contraindicated in: "16 pregnancy: placement of the lap-band system is contraindicated for pts who currently are or may have pregnant. Pts who become pregnant after band placement may require deflation of their bands."